Manufacturer narrative:
Our investigation into the complaint has now concluded. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. No lot number was provided, therefore a review of batch manufacturing records could not be conducted. On this occasion we are unfortunately unable to reach a definitive root cause of the problem, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that after three days of treatment the pump worked fine until the patient took a shower and did not disconnect the pump. All lights were solidly illuminating. No more information available.